Manufacturer narrative:
Correction: updated from 'stryker spine- leesburg' to 'k2m, inc.' Visual, dimensional, material, and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per mesa 2 surgical technique: screw insertion: mesa 2 deformity polyaxial and mesa 2 deformity uniplanar screws are available to use as the surgeon finds appropriate. To insert the mesa 2 screws, select a handle and inserter. Axial and t-handles are available in both ratcheting and fixed positions. Positions are selected by turning the dial located at the bottom of the handle. Attach the inserter to a handle. After the pedicle screw pathway has been prepared and proper screw size has been determined, load the implant for screw insertion using the mesa 2 screw inserter. It is important to grasp the implant by the screw shaft, while simultaneously applying a force between the screw inserter and implant to properly engage the screw onto the instrument. As the devices and x-rays were unavailable for evaluation, the root cause could not be determined conclusively. Factors that affect the pullout strength of the screw include the diameter of the screw and the length of engagement of the thread. Not using a large enough screw diameter can result in screw pullout. It is also possible the screws were not inserted to the appropriate depth. Screw purchase increases as the depth of insertion increases. Screw pullout can also result if the patient has osteoporotic bone. No further investigation for this event is possible at this time as no device and insufficient information was received by stryker. If devices and / or additional information become available, this investigation will be reopened.

Event description:
A physician reported that a patient underwent revision surgery to remove two mesa polyaxial deformity screws which had "backed-out" two weeks after implantation.

Manufacturer narrative:
Device has been requested but will not be returned to stryker.

Event description:
A physician reported that a patient underwent revision surgery to remove two mesa polyaxial deformity screws which had "backed-out" two weeks after implantation.